Event description:
It was reported to philips that the system experienced intermittent movement issues, which can indicate a geometry failure. No harm was reported to philips. Philips has investigated this complaint. The customer reported that there was an intermittent movement issue. No further information regarding the issue has been provided by the customer. Philips has not carried out any service, as the customer cancelled the service quotation due to the issue no longer being present and the system was working with full functionality. To date, there have been no further reports of this issue.